Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: one sample was returned to sbdm, lot number is 1805183. Sbdm found foreign matter on the tip of syringe. The customer assumed that the foreign matter is embedded in the barrel. Sbdm is able to wipe off the foreign matter easily with cotton cloth, so initial conclusion is the fm is not embedded inside barrel, but on the tip of barrel. House sample inspection: sbdm inspected 25 pcs house samples for lot 1805183, no abnormality was observed. Device history record review: sbdm reviewed the manufacturing records for lot 1805183, no abnormality was observed. Customer complaint record review: sbdm reviewed complaint record for lot 1805183, there are no repeated same issue from other customers. Root cause: from investigation, the likely cause for the foreign matter on the tip of syringe might be same material of an ink which is used to print gage on a barrel. Sbdm reviewed assembly machine of syringe 50ml enema, there was no contact point between machine and tip of the syringe. So, we assume that the foreign matter was not caused by contacting between machine and the tip of syringe. While the assembled syringe 50ml enema was moved from feeding chamber to the packing line sbdm concluded that the assembled syringe could have contacted each other and the foreign matter on the tip of syringe could be occurred by ink smearing. Corrective actions: sbdm had quality training on this customer complaint for syringe assembly line workers. Sbdm implement enhanced syringe assembly machine cleaning 3 times every working day (before starting work, before lunch time and after finish work) sbdm will keep monitoring of syringe assembly process. Sbdm will implement 100% visual inspection on syringe packaging process and we also had retrained on inspection method for packaging inspector due to this complaint case effective. Conclusion: from investigation, the foreign matter was on the tip of the syringe, and easily removed by cotton cloth. The likely cause for the fm on the tip of syringe might be same material of an ink which is used to print gage on a barrel. Sbdm reviewed assembly machine of syringe 50ml enema, there was no contact point between machine and tip of the syringe. So, we assume that the foreign matter was not caused by contacting between machine and the tip of syringe. While the assembled syringe 50ml enema was moved from feeding chamber to the packing line sbdm concluded that the assembled syringe could have contacted each other and the fm on the tip of syringe could be occurred by ink smearing. Sbdm has in house CAPA-(B)(4) in place to monitor defect and trend.

Event description:
It was reported that bd¿ syringe had foreign matter on the tip of the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe had foreign matter on the tip of the syringe. There was no report of exposure, serious injury or medical intervention.